Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site. The fe found the collect at position #8 was bent and replaced the collect at position #8. The fe ran and passed splld and user software. Repairs have returned this instrument to expected operation.